Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous lower glucose results from an abbott diabetes care device. The customer received adc glucose sensor scan results of 69mgdl when compared to blood glucose test readings of 450mg/dl obtained on a "other consumer non-adc product," which when the results are plotted on a parkes error grid, fall into the d-zone, showing the difference in values to be clinically significant. The length of sensor wear is 4 days. There was no report of death, serious injury, or mistreatment associated with this event.